Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the coyote balloon catheter without the guidewire for the related complaint device. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loose. The inner shaft was found to be buckled and kinked at numerous locations. The inner diameter (ID) of the inner shaft was measured at the tip and was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in tibial-peroneal trunk. After a 014 thruway guide wire crossed the lesion, a 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced over the wire through a 7fr introducer sheath. However, upon advancing the balloon catheter, the device became stuck with the wire. Efforts were made to retract the balloon catheter but the balloon started to stretch, so the physician decided to remove the devices as a unit. Another 2.5mm balloon catheter and 014 guide wire were then used to complete the procedure. No patient complications were reported and the patient's status was fine.